Event description:
On 05/14/2025, it was reported by a sales representative via phone that an ar-1588rtt2 fibertag tightrope sutures broke while trying to tension graft down. This occurred during use in a case with no patient effect. Case completed using another tightrope. No delay to case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rtt2 batch/serial number 15409465 was received for evaluation. Functional testing was not performed as the device was received broken. Visual evaluation revealed that the suture loops were broken, and the piece of the returned suture system that was broken showed fraying. The most likely cause of the reported failure is user error, such as applying excessive force on the shortening suture strands and/or tensioning them out of line with the bone socket. The complaint allegation was confirmed. Refer to the investigation pictures.